Manufacturer narrative:
Concomitant medical products: 4574 lead; implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion due to the delivery of 100 appropriate shocks. It was noted that the patient experienced a myocardial infarction resulting in the device delivering therapy. Reprogramming was done and the device was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.